Event description:
A minimum fill notification was reported by the caller, who inadvertently attempted to reload a cartridge with less than 80 units of insulin remaining. The caller declined to provide information on whether their blood glucose level exceeded 500 mg/dl. It was confirmed that a minimum of 80 units is recommended for reloading, and the caller acknowledged this guidance. The caller was given instructions to place the pump in storage mode and restart the cgm once the pump was back on. No reported impact on the blood glucose level was provided, with no additional corrective actions described beyond the education provided by technical support.